Manufacturer narrative:
(B)(6) 2022: the consumer accepted a replacement product and will not return the device. Therefore an investigation will not occur.

Event description:
(B)(6) 2022: the consumer claims the cord sparked on the device and burned part of the device where it attaches. Injuries did not occur and the consumer accepted a replacement. Therefore an investigation will not occur.

Manufacturer narrative:
12/13/2022 - the consumer accepted a replacement product and will not be returning the device for an investigation. 7/8/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
12/13/2022 - the consumer claims the product smelt like it was burnt. The consumer accepted a replacement and will not be returning the product back to the manufacturer for an investigation.